Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 60 closed samples and a picture showing an open sample with the thread delaminated near the attachment area with the needle. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.89 kgf in average and 1.08 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 3.19 kgf in average and 2.86 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). However, although the results fulfil the requirements of the ep regarding needle attachment and knot pull tensile strength, in 33 of the units tested splitting has appeared in the attachment area after the test. Therefore, we consider the complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was done too hard as the closed samples received showed splitting in the attachment area. Final conclusion: taking into account that the closed samples received do not fulfil the requirements regarding thread splitting, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the thread separated partly from the needle already in the package, when doctor opened the single package. Additional information: there was planned the operation of general surgery. The patient was not involved in this case. The problem was recognized after opening the package. The thread was not fully connected to the needle. Such were two samples.